Manufacturer narrative:
Product analysis: there was a slight kink on the transition tubing 37.5cm proximal to the distal tip. The stent had moved distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th-30th distal stent wraps with struts raised, overlapping and stretched. The distal tip was not visible due to the displacement of the stent. The inner lumen patency was verified with a mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion exhibiting 95% stenosis in the distal lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device failed to cross/position at the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. Analysis has shown a kink in the catheter, stent deformation and stent displacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.